Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that half of the display of insulin pump went blank. Customer¿s blood glucose was unknown. Customer declined to perform self test and was advised to monitor the insulin pump. Customer also declined troubleshooting. Insulin pump will not be returned for analysis.